Event description:
The customer alleged that the ventilator's audible alarm tone was flat. The customer support engineer (cse) inspected the device and found tape secured to the face of the alarm. The cse removed the tape and verified that the abnormal tone was still present. The cse replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.